Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead and device exhibited noise, oversensing and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, the device showed a battery status of 8 months remaining 3 years 8 months post implant, which, was felt to be depleting faster than expected. Review of stored device memory noted that the device was programmed to high outputs in the right ventricle. Boston scientific technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Event description:
This report is being filed to provide additional information.

Manufacturer narrative:
Additional information was received that the lead configuration was left programmed to unipolar pace and bipolar sense in the atrium and monitoring will be continued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.